Event description:
It was reported that this patient fell in august 2006 and hit his head at the implant site. He could not hear after this incident, even after external equipment was changed. An x-ray showed proper placement of the device. On 10/6/2006, the patient was able to hear again. A few weeks later, the patient reported that he could not hear any longer. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. The surgeon scheduled explantation/reimplantation surgery for 2006.